Event description:
Reportedly, the device was explanted at implant. Per the cer: during implantation, the end-user found out the central hole was not symmetrical. He decided not to implant. Follow up information included the description: the doctor checked the valve appearance and found out the central hole to be a little bit larger than before; he thought it was not a big issue and implanted into the patient. After implanting, he checked (using sterile saline), and found the saline regurgitated. That was why the doctor removed the valve.

Manufacturer narrative:
Images of the device were provided. Customer letter requested. Device to be returned for evaluation. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. On 02/06/10, requested clarification of cer and additional information regarding event..

Event description:
A customer reported they received an adc meter reading of 200mg/dl. They reportedly experienced shivers and self treated with their normal oral diabetic medication. The report then stated after 3 hours a witness called an ambulance. Upon arrival, an hcp meter reading of 40mg/dl was obtained. The reported readings were not obtained within 10 minutes of one another. Although no serious adverse event and no diagnosis or further treatment were reported, the report stated the customer was transported to a health care facility and admitted for 2 weeks to stabilize his glucose levels. Attempts have been made to contact the customer to clarify the medical event and treatment received. There was no report of death or permanent impairment associated with this report.

Event description:
Device did not function as expected. Our trauma product manager has reported that during a demo, he placed the last blocked screw, into the hole of the plate. When our trauma product manager wanted to take out the screws, he could not separate it from the plate.

Manufacturer narrative:
Evaluation summary: the valve as received exhibits a gap at the coaptation region. Serrated markings, most likely by a surgical tool, are evident at the free margin and along the attachment, at leaflets 1 and 3 at commissure 1, and at the free margins of leaflet 2 and 3 at commissure 3. All three leaflets also exhibit mechanical damage at the lower cusp area of all three leaflets at the outflow, that has not penetrated the entire thickness of the tissue. Cuts in the sewing ring are evident at the inflow aspect and in the sewing ring fabric at the outflow aspect. The wireform is exposed at the outflow aspect at leaflet 1 and at commissure 2. Minor stent distortion detected visually and in the x-ray, possibly due to explants.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.